Event description:
Device complications: none. Time of complication: 10 days post-procedure. Symptoms: left-sided weakness and numbness. It was reported that the pt had a stroke in 2005. Reportedly, the stroke is cardioembolic. The pt also experienced a right groin bleeding requiring three units of prbc's. The pt then developed cellulitis, to which she was receiving treatment. The pt was discharged on next month to a rehab facility/skilled nursing home. No additional info is available.